Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the distal end of the guidewire sheared off and was left in a branch of the coronary sinus. The implanter was unable to re-access the branch to try to retrieve the fragment. No further patient complications have been reported as a result of this event.